Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 601 module. The initial result was 8.07 miu/ml. The sample was repeated 7 times with results of < 0.1 miu/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The hcg + b reagent lot number was 774930 with an expiration date of 30-jun-2025. The field service engineer (fse) identified an issue with the pinch valve and replaced it. The investigation determined that the issue found by the fse was the root cause of the event.